Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented to the hospital not feeling well. A perforation was confirmed via x-ray radioscopy. The patient died in the hospital the same day.